Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported discomfort in the mid-upper left backside, at their evoke closed loop stimulator (cls) implant site. A pocket revision was performed to replace the cls and implant the device lower on the patient¿s backside. The originally implanted cls was operating as intended with no allegations of deficiency. Following revision, the patient is confirmed to be receiving adequate therapy.